Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, retention samples from bd inventory were subjected to a 1st and 2nd stopper pullout test with 0 of (B)(4) samples resulting in 2nd stopper creepout /pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off/creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, cover is dropped and caused leakage. The following information was provided by the initial reporter. The customer stated: "after vacuum blood collection, the cover is dropped, causing the patient's specimen to spill out, which has safety concerns."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, cover is dropped and caused leakage. The following information was provided by the initial reporter. The customer stated: "after vacuum blood collection, the cover is dropped, causing the patient's specimen to spill out, which has safety concerns."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.